Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) through a manufacturing representative regarding a patient receiving intrathecal baclofen 2000 mcg/ml at 1005 mcg/day. The indications for use were intractable spasticity and cerebral palsy. It was reported that the patient experienced respiratory issues. The hcp was called to assist the hospital staff with the patient, who was having respiratory depression. It was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue. There were no diagnostics/troubleshooting performed. The patient hadn¿t had an adjustment to her rate since at least (B)(6) 2016. The hcp at the hospital could not contact the patient¿s managing hcp, and after speaking with another hcp determined that he wanted the pump turned down 20 percent to see if it would help her breathing. They did not believe that the baclofen was causing the respiratory depression, but they thought that turning it down might help her diaphragm work better. The manufacturing representative went to the hospital, gave the 8840 clinician programmer to the physician and advised him how to turn the rate down 20 percent to 840 mcg/day. The manufacturing representative noted being simply advised to bring the 8840 and assist the staff to turn the pump down. Surgical intervention did not occur and was not planned. Although it was reported that the patient¿s status was ¿alive ¿ no injury¿, it was also reported that it was unknown if the issue was resolved at the time of this report.